Event description:
General safe state with 9 min remaining in treatment. A fast recovery was able to be performed. Patient finished remaining 9 min of treatment. Machine has another general safe state during final rinse. Machine pulled form service. Manufacturer response for hemodialysis, (brand not provided) (per site reporter). Unit had venous line clamp failure in attribute section, ran unit and unit failed venous clamp test and would not clear. Replaced line clamp solenoid with a used known good unit and restarted unit, line clamp error disappeared. Ran patient simulation for 30 minutes and uf pump had an ultrafilter error, replaced pump with used known good unit and restarted patient setup, simulation completed 30-minute session without error, completed bleach and rinse and returned for use. Called baxter to report clarity and talked with [redacted]l, I explained the scenario, and she agreed to put unit back into service. Baxter report # [redacted].